Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), exposed to moisture. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed. The customer will discontinue the use of the device. No harm requiring medical intervention was reported. Mmt-1880l was requested and customer response was the device will be returned.

Manufacturer narrative:
After battery installation unit powered on with an unexpected flashing medtronic logo. After multiple attempts to download medtronic logo persisted. Pump was cut open to perform a visual inspection and found moisture damage on pcba 1, j6/j7 connectors, keypad flex connector, force sensor, pcba2, and lcd flex connector. Isolate to electronic stack. Test p-cap locked in place properly during testing. The following damages were also noted: battery tube threads - cracked, cracked case (battery tube), label damage, keypad overlay texture damage, pillowing keypad overlay, cracked keypad overlay, and scratched case. In summary, unit powered on with flashing medtronic logo, triggered by corroded electronic assembly. Isolate to electronic stack. Customer allegation for cosmetic damage at battery compartment confirmed per visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.